Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash alert occurred. A review of the share logs was performed and an app crash alert was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.